Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal, sn (B)(6), +21.0d). The lal haptics were placed in the sulcus and the optic in the capsular bag.